Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their stimulator has not been helping their bladder symptoms for quite a while the last time they made an adjustment was (B)(6) of 2022. Patient said they tried to use the communicator/handset a couple of days ago but got the not found message then the screen showed other apps. Worked with patient to try to use their equipment and after disconnecting from wifi and restarting the handset, patient was successful to get: search for device, find device then after positioning the communicator against the ins they reported seeing: not found, reposition communicator, retry. Patient reported they are able to feel the shape of the stimulator but not found reposition was not resolved. The issue was not resolved through troubleshooting. Offered to send replacement communicator and reviewed if the issue is not resolved with replacement communicator, redirected to have the issue evaluated by their doctor. The patient was redirected to repair and to their healthcare provider to further address the issue. Additional information was received from the patient. The patient stated it wasn't working for their symptoms and that they went to a new health care provider (hcp) and told them about what had happened when they last worked with patient services to see if the hcp could make it work but they couldn't get it to work either. The patient mentioned receiving "new controllers" but they didn't help either, so the patient stated they sent them back. The patient stated they then performed an x-ray and the x-ray showed that the "wire is away from the nerve" so the hcp told them they could either have an appointment where the hcp could bring a rep in to work with the patient or have a surgery and the patient had called with a question. They wanted to know why they would opt to meet with a r ep if the x-ray showed it wasn't where it was supposed to be. The patient stated they figured they'd just have surgery "for them to fix it up." The patient stated the hcp told them it was their choice. Patient services reviewed with the patient to follow up with their health care provider (hcp) to get more clarifying information from their hcp so the patient could better make their decision because that was a decision that the hcp and patient should make. Patient services also reviewed the role of the rep with the patient and gave the patient the national answering service (nas) number for the hcp to call at the patient's request. The patient was going to continue following up with the hcp to discuss next steps. Documented event. No further action was taken by patient services.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33; lot# va26a7e; implanted: (B)(6) 2020. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 06-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.